Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. Customer stated that insulin pump received battery failed alarm and a software error detected error alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer alleged failed battery test alarm, pump error 53 alarm, blank display, and high bgs. No blank display noted during testing. The pump passed the self test, displacement accuracy test, sleep current measurement, and active current measurement, however failed the rewind test due to a pump error 37 alarm, thus unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap locks properly into the reservoir compartment. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on (B)(6) 2022 at 15:33:25, 15:37:13, 15:37:26, 15:38:30, 15:38:39, 15:38:53, 15:39:18, 15:39:25, 15:39:37, 15:40:10, 15:40:33, 15:40:58, 15:42:12, 15:43:23, 15:43:52, 15:44:11, 15:44:30, 15:45:41, 15:46:03, 15:46:36, 15:47:08; low battery alarm on (B)(6) 2022 at 15:39:25, 15:39:37, 15:41:00; power loss alarm on (B)(6) 2022 at 15:48:27, 15:48:38, 19:47:38, 19:47:49; insert battery alarm on (B)(6) 2022 at 15:38:16, 15:39:01, 15:40:33, 15:44:57, 15:47:10, 15:47:24, and 19:47:03. Pump error 53 alarm (file #: 2005, line #: 5632) confirmed in the history file on (B)(6) 2022 at 15:40:33, 15:40:55, and 15:46:00 due to a software error. No unexpected pump error 53, failed battery test, low battery, power loss, insert battery, alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The electronic assemblies and motor assemblies were inspected, and moisture damage was found on the motor contact. Pump received with pillowing keypad overlay identified during the visual inspection. Customer alleged for failed battery test alarm was confirmed. Customer alleged for blank display was not confirmed. Customer alleged for pump error 53 alarm was confirmed due to a software error. Rewind anomaly was confirmed due to a pump error 37 alarm. Moisture damage was confirmed on the motor contact. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.